Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue which could result in the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed an issue with the ventilator that could result in it being unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.